Event description:
During routine testing of the device at the service center, the service tech reported the power switch was difficult to operate. No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.